Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller in the process. Following the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.